Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately twelve years post filter deployment, a computed tomography (CT) scan demonstrated that the filter tilted, migrated, detached and struts perforated. It was further reported that the filter migrated to heart. The device and detached struts were not removed and there were no reported attempts made to retrieve the filter and detached struts. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post filter deployment, computed tomography (CT) revealed that bard inferior vena cava filter was positioned below the renal veins. A filter was tilted anteriorly with its cone lay near the wall of the inferior vena cava. The filter legs were penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. Only 5 filter arms were seen. There should be 6 arms. One arm was fractured and presumably migrated. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b7, h6 (device code: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration, tilt, detachment, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately 12 years post vena cava filter deployment, a CT scan demonstrated that the filter tilted, perforated, detached, and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.